Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not able to consistently charge the pump with the usb cable. Reportedly, the customer used a new tandem usb cable and the pump charged successfully. There was no reported impact to the customer's blood glucose level.